Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. It was noted that there was a slow increase in lead impedance over time. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.